Manufacturer narrative:
Additional information: g3, h2, h6, h10. An event of deformity of device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 20 mm amplatzer septal occluder (aso) was chosen for implant. During procedure, the aso device deployed as a cobra head deformation while on the delivery cable inside the patient. The aso device was removed from the patient. The physician attempted to restore the shape, but it could not be restored. Another 20 mm aso device was used as a replacement device, and it was successfully implanted without any further issues. There was no clinically significant delay in procedure and no adverse patient effects. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.